Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that medtronic legal received information. The reporter alleged, that the customer experienced hyperglycemia with a blood glucose value of 353 mg/dl. The customer reported, diabetic ketoacidosis. Troubleshooting was performed. It was found, that the customer has treated the high blood glucose event with the intravenous drip, emergency medical services and hospitalization. It was unknown, if the customer was using the pump within 48 hours of the reported event. It was unknown, if the auto-mode feature was not active. No further patient complications were reported. The insulin pump was expected to be returned for analysis.